Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint could not be confirmed as wearable has no damage. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code - f2304 prophylactic treatment.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a broken sensor wire the day after the sensor was inserted in the arm. Upon sensor pod removal, a portion of the sensor wire was visible on the sensor pod and a portion remained in the skin. On (B)(6) 2024, the patient went to the emergency department (ed) and a physician performed an ultrasound which showed evidence the broken wire was retained under the skin. The physician made a surgical incision at the sensor insertion site and successfully removed the wire from the skin. The patient was discharged home after two hours with an unspecified prescription oral antibiotic prophylaxis medication to prevent an infection. At the time of the report the patient was okay. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
The patient experienced a broken sensor wire the day the sensor was inserted in the arm.

Manufacturer narrative:
(B)(4) b5 describe event or problem - correction to the following statement in the initial MDR, "the patient experienced a broken sensor wire the day after the sensor was inserted in the arm." H2 correction